Event description:
It was reported by facility that pt was found lodged between mattress and siderail on left side of bed. Pt removed and positioned. No sign of life evident. Bruising noted to left neck midline to left side, approx. 1 in x 1-1/2 to 2 inches long. Preliminary cause of death: cervical vascular compression. Evaluation will be performed on bed following release from facility.